Manufacturer narrative:
(B)(4). UDI #: (B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product is not available due to hospital policy. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a total knee arthroplasty on (B)(6) 2018. Subsequently, the patient's femoral device was revised on (B)(6) 2020 due to pain.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No devices or photos were received; therefore, the condition of the components is unknown. Review of the device history records for identified no deviations or anomalies during manufacturing. Insufficient information provided. Unable to perform a compatibility check. Review of complaint history for part# 42500606401, lot # 63945439 found no additional related issues for this item and the reported part and lot combination. Medical records were not provided. Undated and unlabeled x-rays were provided. X-ray review by mmi states that there is anatomic alignment of implants. There was lucency noted along tibial and femoral components. Root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. This complaint is not confirmed.

Event description:
No further event information available at the time of this report.